Event description:
Healthcare professional reported right side "rupture" and "drops of serous fluid mixed with silicone are confirmed, presumably from intracapsular rupture" discovered via an MRI scan. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as fold flaw opening. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" and "drops of serous fluid mixed with silicone are confirmed, presumably from intracapsular rupture" discovered via an MRI scan. The device has been explanted and replaced.